Manufacturer narrative:
The device involved in this event was returned to hologic for investigation and the visual inspection was performed, a hole in the array was observed which was not reported by the customer in the initial report, the array frame did not show any signs of damage or deviations from product specifications neither the bipolar electrode array other than the hole already mentioned. Functional testing was performed, and the cavity initial assessment test failed due to the presence of the hole in the array. The complaint related to the uterine perforation cannot be confirmed. Two failure modes were confirmed during the investigation: damage to the array and failed cia. No other information is available. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that on november 2nd after a novasure procedure , the physician performed a laparoscopy to perform a tubal ligation and observed 2 uterine perforations, no damaged to adjacent organs was observed. No other information is available.